Event description:
A hospital in (B)(6) reported that on (B)(6) 2012, a patient was placed on a setup, which included an mr850 humidifier, an rt340 breathing circuit, and an rt020 end expiratory filer. The hospital further reported that all went very well until (B)(6) 2012, when the physiotherapist noticed that patient was not ventilating. She quickly removed rt020 and everything returned to normal.

Manufacturer narrative:
(B)(4). Method: the complaint filter was not returned to fisher & paykel healthcare, but was discarded at the hospital. Our investigation is therefore based on the description of the event as reported by the customer. The rt020 end expiratory filter is a single use product designed to fit into the outlet port of a ventilator as a precaution against contamination by microorganisms present in the expired ventilatory gases of patients undergoing treatment. Results: from the description of events, it does not appear that the device was defective in any way, as it had performed successfully for six days before the reported event. Conclusion: the customer used the filter for six days. The problem the customer experienced was most likely due to the overuse of the filter and not to a fault with the filter. Our user instructions that accompany the rt020 state the following: change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure. When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure. Immediately following this incident, our fisher & paykel healthcare representative reiterated to the customer to change the filter every 24 hours as per the user instructions.